Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an integrity check message appeared on the red screen due to an error. Boston scientific technical services (ts) confirmed that this is a temporary memory corruption in the device firmware. No adverse patient effects were reported, and this device remains implanted.